Event description:
It was reported that after an irreversible electroporation ablation procedure using a farawave catheter atypical atrial flutter was identified in the patient. The ablation procedure was successfully completed on (B)(6) 2023. Atypical atrial flutter, "in the mitral isthmus and roof line", was observed on (B)(6) 2024 and the patient was admitted to the hospital that same day. The following day an ablation procedure was performed to correct the flutter and the patient was discharged on (B)(6) 2024 with no further complications. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.